Manufacturer narrative:
Qc was within specifications prior to and after the event. The sample was serum drawn into a 5ml gel tube and centrifuged at 4,600 rpm for 6 minutes. A field service engineer (fse) was dispatched: the fse cleaned the wash carousel, performed alignments, and found dispense probe #1 dripping wash buffer into the carousel. The fse fixed the dispense probe and performed a diagnostic testing which met specifications. Although hardware issues may have contributed to this event, a definitive root cause could be determined.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously high troponin (accutni) result, above the ami cut-off, generated by the unicel dxi 800 access immunoassay system for one patient sample. An accutni result within the risk stratification range was obtained upon repeat analysis. The result was not reported out of the lab. The customer did not report affect to the patient or user attributed or connected to this event.